Manufacturer narrative:
Device evaluation: the explanted intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection at 10x microscope magnification was performed. The lens was observed with black stains that appear to be inclusions. The customer's reported event was verified. The lens was then sent to an outside laboratory for further analysis to identify the dark inclusions in the lens material. The dark inclusions were analyzed for elemental chemical composition in a scanning electron microscope (sem). Edx analysis indicated the inclusions in the lens material may have been calcium phosphate deposits. Based on the material analysis and engineering subject matter expert (sme), the inclusions (calcium phosphate deposits) observed in the iol were not associated to the manufacturing process. A review of the manufacturing records could not be conducted as the serial number of the device was not provided. Labeling review: a review of the directions for use (dfu) was performed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lenses. As a result of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol), model z9002 was explanted due to lens being full of opacities. It was stated that the lens was implanted at a different facility, that the doctor and patient information was unknown. It was confirmed that there was no incision enlargement, no vitrectomy and/or sutures were required. There was no patient injury post-op reported. No further information was provided.